Manufacturer narrative:
Initial reporter complete zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Spoke to (B)(6), who states the unit is not suctioning and missing elbow connector piece from (B)(6) 2025 advised kit is out of 30-day return period - did water test, failed. Placed order for new kit. No medical impact or medical intervention reported. Used with male wicks.